Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone, the customer has been hospitalized twice for high blood glucose , throwing up, and dehydrated. Customer's mother stated both times the cannula on infusion set was bent. Customer's blood glucose was over 600 mg/dl currently it was 117 mg/dl. Customer was hospitalized once in march and the other in april. No significant events occurred which may have led to the hospitalizations. Customer was wearing the device at the time, she was treated and released. Troubleshooting was not performed, since customer was at school. The insulin pump is not returning for further analysis.